Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted helix length was out of specifications; the elongation of the helix was consistent with implant damage. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, that during implant. The leadless pacemaker (lp) was in the right ventricle, the patient was asystolic. And the protection sleeve of the device was retracted to pace through the device. This was unsuccessful. And a temporary pacer was placed. The lp device was attempted again to implant and once retracted. The helix was noticed, to be misaligned and sprung. This was confirmed, once the lp was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.